Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: review of the black box data and download history revealed the total daily dose added up to correctly reflect the user¿s programmed basal segment from (B)(6) 2015. The total daily dose and basal history indicate the basal program was changed with basal rates increased. On (B)(6) 2015, the basal total daily dose was 3.023 and on (B)(6) 2015, the basal total daily dose was 7.1125. The basal history and basal total daily doses added up correctly. On investigation, accuracy testing confirmed no delivery defects. There were no errors, alarms or warnings in the alarm history or black box history that would indicate an interruption in insulin delivery to the patient. Investigation did not duplicate an inaccurate delivery issue and the pump was found to be operating as expected within the required specifications without malfunction. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. During troubleshooting, it was noted that the basal delivery totals matched the active basal program and were as expected, the basal history matched the active basal program settings, the bolus totals matched and all boluses were recorded as programmed. This complaint is being reported because the allegation was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.